Manufacturer narrative:
.

Event description:
Information received from a manufacturer representative regarding a patient receiving dilaudid via an implanted pump. Indication for use was noted as non-malignant pain and failed back surgery syndrome. It was reported that the patient experienced overdose type symptoms shortly after refill. The patient was on a narcan drip in the emergency room and was doing well now. It was stated that the patient also had overdose type symptoms but less severe at the last refill about eight weeks ago. The change in therapy/symptoms was noted as sudden. The event occurred in (B)(6) 2016. The patient was being refilled by a home health agency. The cause of the overdose symptoms was not determined. It was noted that the pump could not be read by a clinician programmer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.